Event description:
It was reported to medtronic minimed that the customer didn't received a sensor connected message and had a loss of communication issue between the insulin pump and transmitter. The customer also stated that the transmitter was failed in the test. The customer reported no adverse event. The event involved products mmt-7040a, mmt-1884l, mmt-7841zn. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the sensor and pump. No product return is required for mmt-7040a.  No product return is required for mmt-1884l. The customer discontinued the use of the transmitter. Mmt-7841zn was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.